Event description:
On (B)(6) 2012, patient fell off of a horse and was admitted to the emergency room. It was found that she had a fractured right clavicle. On (B)(6) 2011, the patient consulted with the surgeon. A CT scan revealed that she had a comminuted and moderately distracted fracture of the midshaft of the right clavicle with a fragment overriding the fracture site and a displaced fracture of the third rib. On (B)(6) 2011, the surgeon performed an open reduction internal fixation (orif) of the right clavicle using a synthes 3.5mm locking compression 8 hole clavicle plate, 1 unknown 2.4mm self-tapping cortex screw, 5 unknown 2.7mm locking screws. On (B)(6) 2011, patient was seen by surgeon due to the patient's concern she might have an infection at the surgical site.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a culture revealed that she did indeed have a group b streptococcus infection at the surgical site. The surgeon removed all screws except for one to irrigate them and allow the plate to rise away from the clavicle so the wound could be irrigated. It is unclear whether the screws were re-implanted. On (B)(6) 2011, the patient consulted the surgeon because she believed there was a problem with her wound, along with instability of the plate and visibility of the plate. The surgeon advised that the hardware would need to be removed. The fracture was not clinically healed and a non-union could reportedly occur. The patient was admitted to the hospital but is unclear as to whether the hardware was removed. This report is for five unknown locking screws. This is report 2 of 3 for complaint (B)(4). This report is for five unknown locking screws. An unknown quantity and type of screw was removed on (B)(6) 2011. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Event description:
On (B)(6) 2011, the patient underwent a removal surgery of all hardware which included one 8 hole clavicle plate and four screws of the right clavicle due to an infection of b streptococci, non-union, and patient pain. A debridement was also performed as well during the procedure. At the end of the procedure, no new hardware was implanted. On (B)(6) 2011, the patient was returned to the operating room for another debridement and received antibiotics. This is 2 of 5 reports for complaint #(B)(4).

Event description:
On (B)(6) 2011, patient fell off of a horse and was admitted to the emergency room. It was found that she had a fractured right clavicle. On (B)(6) 2011, the patient consulted with the surgeon. A CT scan revealed that she had a comminuted and moderately distracted fracture of the midshaft of the right clavicle with a fragment overriding the fracture site and a displaced fracture of the third rib. On (B)(6) 2011, the surgeon performed an open reduction internal fixation (orif) of the right clavicle using a synthes 3.5mm locking compression 8 hole clavicle plate, two 2.4mm self-tapping cortex screws, two 2.7mm self-tapping locking screws and two interfragmentary screws, one of which is a competitor's screw. On (B)(6) 2011, patient was seen by surgeon due to the patients concern she might have an infection at the surgical site. A culture revealed that she did indeed have a group b streptococcus infection at the surgical site. The surgeon removed all screws except for one to irrigate them and allow the plate to rise away from the clavicle so the wound could be irrigated. It is unclear whether the screws were re-implanted. On (B)(6) 2011, the patient consulted the surgeon because she believed there was a problem with her wound, along with instability of the plate and visibility of the plate. The surgeon advised that the hardware would need to be removed. The fracture was not clinically healed and a non-union could reportedly occur. The patient was admitted to the hospital but is unclear as to whether the hardware was removed. This is report 2 of 5 for complaint #(B)(4).